Manufacturer narrative:
One medfusion pump was received chipped out on the top of the ear clip and a crack on the right plunger case. The event history log was reviewed and there was a primary audible alarm background test. An occlusion test was performed and the primary audible alarm background test was unable to be duplicated. The cause of the alarm was unable to be determined. The broken ear clip was caused by the user mishandling the device. The speaker was replaced as a preventative measure and the ear clip was replaced.

Event description:
Information was received indicating that a smiths medical medfusion pump had a primary audible alarm and a broken ear clip. There was no reported adverse event.